Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had difficulty in removing sterile distilled water. There is no 2 cc remaining when falling out from the patient. (Placement period: 1 day). The syringe was able to be drained after it was loaded and left in place for several tens of minutes.